Event description:
On (B)(6) 2012, the patient contacted animas and stated that for the past month the keypad buttons were intermittently unresponsive. The patient reported that the rubber keypad fell off the pump that morning. The patient stated that the pump was exposed to moisture. The patient confirmed that three weeks ago they noticed that there was moisture in the pump screen and battery cap. The patient reportedly wore the pump under clothing and did not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.